Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri) in 2008 and the patient did not want the device replaced. The device recently delivered a shock for non-physiological sensing and triggered a carealert for charge circuit timeout. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.